Event description:
A discordant, falsely depressed sodium (na) patient result was obtained on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The initial result was repeated twice on the same instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) patient result.

Manufacturer narrative:
An outside of united state (ous) customer reported a falsely depressed sodium (na) patient result obtained on a dimension exl 200 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. There were no errors observed in the solidstate multisensor (ssm) data files for the dates of the results in question. There were successful calibrations before the samples were processed and the quality controls (qc) prior to processing the samples on both dates were within lab ranges. Through the remote service center (rsc) the customer performed a monthly maintenance bleach cleaning, replaced a sample probe, and a sensor was replaced. The information indicated that the sample was centrifuged outside the tube manufacturer's instructions for centrifugation. Contributing factors such as sample integrity and preanalytical variables could not be ruled out. The system is fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.